Manufacturer narrative:
A boston scientific technical services consultant documented the reported clinical observations and discussed further testing to ensure the integrity of this system. No additional testing was performed and the clinic is continuing to monitor the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting increased shocking impedance measurements which had exceeded 125 ohms. No adverse patient effects were reported.